Event description:
Patient reported a low blood glucose (bg) event while using the ilet insulin pump. Bg dropped to 65 mg/dl prior to the call and was 80 mg/dl at the time of contact. Patient treated the low with three glucose tablets, bringing bg back within range. Patient stated they had a regular dinner, announced it within the recommended time, and later woke up with the low. No settings were adjusted. Patient reported experiencing similar lows over the past few weeks. A zoom meeting with the clinical diabetes specialist (cds) was scheduled for later that day for further guidance. No medical intervention or additional assistance required. Device not returned. Case closed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.